Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facscanto ivd 10 color configuration, part # 657338 and serial # (B)(6). Problem statement: customer reported complaint on an instrument¿s wet cart spraying fluid (sheath) not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 31dec2019 to date 31dec2020. Complaint trend: there are 7 complaints related to fluidic issues with the wet cart. Date range from 31dec2019 to date 31dec2020. Manufacturing device history record (DHR) review: DHR part # 657338 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was a worn waste check valve. These check valves (pn 334044) are connected to the I/o panel¿s waste couplings and prevent backflow. The fse (field service engineer) noticed that the fluid that was leaking was sheath and located the source to a waste check valve. They then replaced the part and performed cst and 7 colors tests to verify that it was functioning as expected. No parts were requested for evaluation as the replaced part was not returnable and was discarded. Although the fluid that leaked did not contain any biohazard, physical contact of this material with the skin, mucous membranes, and clothes can cause severe damage and must be handled properly. No one came in contact with the leaked fluid and proper safety measures and ppe were being used (lab coats, disposable gloves, safety glasses) thus it did not have any effect on the customer. While this issue occurred while using patient samples, the results captured were not used in any diagnostic decision and no patients were harmed in any way. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2014. Defective part number: 334044 - check valve waste. Work order notes: subject / reported: gff: wet cart problem. Problem description: gff: wet cart problem. Work performed: replaced 334044 - check valve waste in wet cart, cst and 7 color set up passed. Cause: 334044 - check valve waste. Leak: 1. Was leak contained in instrument? No. 2. Was leak in customer accessible location? Yes. 3. What was fluid leaked? Sheath fluid. 4. What was source of leak? Check valve. 5. Was there any physical harm to the customer as a result of the leak? No. Solution: instrument operating with in bd specifications. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. Most of the risks in this file have a severity rating of 5 using the old rating system. This is equivalent to ¿s2¿ in sop6078-02 whereby the leakage is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. Additionally this issue did not lead to any serious injury and was unlikely to as the customer handled the instrument using proper ppe. The current mitigations are adequate with rpn under acceptable range. Item: 9. Check valve #17. Function: 9.1 prevent backflow of contaminants into sample. Potential failure mode: 9.1.1 sample "mushroom" forms in flow cell. Potential effect(s) of failure: 9.1.1.1 noise, wrong results, unwanted events in gate. Potential cause(s)/ mechanism(s) of failure: 9.1.1.1.1 tube not removed, causing backpressure. Current controls: user examines dot plots. Recommended actions: leave fluidics running at low flow rate. Actions taken: complete: clear case entry (B)(6) 2003 (david vrane) co# (B)(4) (facsdiva 4.0). Severity: 5. Occurrence: 7. Detection: 2. Rpn: 70. Item: 23. Valves. Function: 23.1 block, pass, or direct fluids. Potential failure mode: 23.1.1 valve leaks. Potential effect(s) of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance. Potential cause(s)/ mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup. Current controls: di rinse daily. Severity: 5. Occurrence: 7. Detection: 1. Rpn: 35. Item: 25. Sheath. Function: 25.4 is compatible with fluidics materials. Potential failure mode: 25.4.1 non-biohazardous leak. Potential effect(s) of failure: 25.4.1.1 non-operational fluidic subsystem . Potential cause(s)/ mechanism(s) of failure: 25.4.1.1.1 sheath with surfactant eats through fluidics component(s). Current controls: 1. Setup error messages. 2. Instrument shutdown replaces sheath fluid with di or shutdown solution. 3. Components are selected to be chemically compatible with surfactant sheath fluid. Severity: 5. Occurrence: 1. Detection: 1. Rpn: 5. Root cause: based on the investigation results the root cause was due to a worn waste check valve. Conclusion: based on the investigation results, the root cause of spray of sheath not contained within the instrument was due to a worn waste check valve. The fse confirmed the issue and replaced the old waste check valve. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s2, and there was no impact to customer health or safety.

Event description:
It was reported while using bd facscanto¿ sheath under pressure sprayed outside of instrument on fluid start up. There was no report of patient/user impact. It was reported that there is a wet cart problem. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? Yes, sheath fluid on fluid start up. 4. What was the fluid that leaked? Non biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 6. Was the waste mixed with decontaminate/bleach? Yes. 7. Was the customer/ bd personnel physically in contact with the fluid? No. 8. Where did the physical contact of fluid occur? N/a. 9. What personal protective equipment (ppe) was being used during the occurrence? Lab coat, safety glasses and gloves. 10. Was there any impact to patient samples due to leak? No. 11. Was customer/ bd personnel harmed/ injured? No. 12. What is the current medical status? N/a.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facscanto¿ sheath under pressure sprayed outside of instrument on fluid start up. There was no report of patient/user impact. It was reported that there is a wet cart problem. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? Yes, sheath fluid on fluid start up. What was the fluid that leaked? Non biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontaminate/bleach? Yes. Was the customer/ bd personnel physically in contact with the fluid? No. Where did the physical contact of fluid occur? N/a. What personal protective equipment (ppe) was being used during the occurrence? Lab coat, safety glasses and gloves. Was there any impact to patient samples due to leak? No. Was customer/ bd personnel harmed/ injured? No. What is the current medical status? N/a.